Manufacturer narrative:
This submission was erroneously marked as a follow up 1 it should have been marked as an initial. This has now been corrected.

Event description:
Index surgery: (B)(6) 2012. Revised - reason unknown. Patient reported injuries resulting from her knee components.